Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red, itchy, and bumpy skin irritation under the therapy electrodes. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied lotion to the skin irritation. The patient's ef improved and returned the lifevest. Follow up indicated that the patient's skin irritation improved upon returning the lifevest.